Event description:
Possibility of incorrect mlc shapes when using static conformal are in combination with siemens mlc or varian mlc in combination with impac or lantis. There has been no pt or user injury however a risk to pt health could not be excluded.

Manufacturer narrative:
There has been no pt or user injury, however, a risk to pt health could not be excluded. H3., h6: summary of evaluation - this sw problem could be reproduced at brainlab using the same sw version of brainscan as the initial reporter. Corrective and preventive actions: existing customers with the mentioned combination receive this product notification info. A brainlab customer support rep will contact the concerned customers in order to assess the brainscan settings, the impac or lantis version as well as the mlc types in use at the hosp. Add'l catlog # 20140b.